Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution during an unspecified chemotherapy infusion, "the e uppermost y-site on the primary tubing (where you attach the secondary chemo tubing after the roller clamp) failed, with the integrated clave falling off and leaving the primary tubing (now basically an open hose filled with chemo) open to the environment". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provide photograph, the tubing assembly was observed disconnected from the second y-site clearlink. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.